Manufacturer narrative:
(B)(4). Investigation results one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was kinked approximately 85 cm from the top of the connector. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
A flexiva 200 tractip laser fiber was returned to boston scientific corporation and inspected on june 8, 2018. According to initial inspection of the returned laser fiber, the fiber body was broken. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.